Manufacturer narrative:
(B)(4). Batch # ni. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: can you please clarify if, when the pse45a was fired with a ecr45d reload and "only proximal staples were deployed", the remaining staples were seen in the surgical field? Were the staples delivered into the tissue but had not formed meaning they were unformed? Or were malformed staples seen? Was there any bleeding as a result of the issue? If yes, how much blood loss was there (mls)? If yes, was a transfusion required? If yes, how was the bleeding controlled? It is reported that the remaining staples were not deployed and held in the cartridge. The few proximal staples were deployed into the tissue and formed as intended but the remaining staples were not deployed into the tissue. There was no report of bleeding from the surgeon. The surgeon reloaded a new cartridge and completed the procedure smoothly.

Event description:
It was reported that during an unknown procedure, the device was used to anastomose the lobe on the first firing with the gold reload. Only proximal staples were deployed, but the device cut the tissue. Another like reload was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Batch # m55h3f. The analysis results showed that one ecr45d reload was received partially fired 1/10. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The returned reload was reset and loaded into a test ec45 device. The device was tested for functionality in the articulated position and achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.